Manufacturer narrative:
The actual device was received and currently under investigation. Further results will be provided after completion of the investigation. The DHR was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The tooth location was number 6, 10, and 12 and the bone type was ii. There was general bone loss and the implant site was not infected. No serious injury was reported to the patient. The patient condition was reported to be satisfactory. No implanted and explanted date was provided by the complainant. Also, it was stated by the doctor that the implant was solid when placed, but the removable prosthesis loosened the implant.